Event description:
It was reported that the patient was referred for surgery to replace the vns lead. This was reportedly due to the perceptions of frequent stimulation and painful stimulation. Product analysis was completed on the returned generator. Visual examination showed only observations consistent with the explant process; no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator showed expected level of output currents and no signs of variation. Both interrogation and system diagnostic tests were performed. The diagnostic tests with an electrical load attached to the pulse generator demonstrate that accurate resistance measurements were obtained. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.957 volts during functional testing and showed an ifi=no condition. The internal device data showed that 46.954% of the battery had been consumed. No impedance or other anomalies were detected. There were no performance or any other type of adverse conditions found with the pulse generator. It was reported that the patient has been prescribed anxiety medication. He was stated to have had difficulty sleeping and was waking up exhausted in the morning as a result. Further surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
Follow up with the treating physician showed that patient¿s sleep disturbances were assessed to not be due to vns. However, the physician also assessed that the patient was having more trouble when generator was going off. The physician cited the planned vns surgery as intervention for the sleeping difficulties. The physician believed there was a problem with the vns generator. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s second vns generator in the scope of this report was replaced in surgery due to painful stimulation. Preoperative diagnostics were within normal limits; however, the surgeon believed the device was malfunctioning despite these results. The explanted generator was received by manufacturer and product analysis is underway. No additional pertinent information has been received to date.

Manufacturer narrative:
Date received by manufacturer, correction data: supplemental report #2 inadvertently left blank. The date should have been 05/12/2017.

Event description:
Product analysis was completed on the patient's second explanted generator. Visual analysis showed observations consistent with the explant procedure. The device was interrogated and diagnostics were performed with an electrical load attached to the device, where all results were as expected. The output signal was monitored for a time greater than 24 hours in a simulated body temperature environment and the results showed no signs of variation in the output levels. A comprehensive electrical evaluation showed that the generator performed according to all functional specifications. The provided generator data also showed proper device functionality throughout the device history. The physician then stated that at one point in time, the patient's lead was unplugged from the generator and the symptoms resolved. The lead was then reinserted back into the generator and the device was programmed off due to the patient having voice alteration. Follow-up with the surgeon who performed this unplugging was performed and he indicated that the patient's symptoms were all related to his physiology and were not related to the vns device.

Event description:
It was reported that the patient was experiencing perceptions of constant stimulation. The device was perceived like it was stimulating every few seconds. The treating physician adjusted the off times to see if that would correct the issue, eventually programming the device to 45 minutes off. The patient reported that he felt the device stop stimulating when it was being programmed, but regardless of the off time, it was still felt firing every few seconds. Device diagnostics were within normal limits. The patient¿s generator was replaced in surgery, and was subsequently received by the manufacturer. Product analysis is underway for the returned generator. Prior to the generator replacement surgery, the patient perceived erratic stimulation despite the device being disabled. It was reported that the explanted generator appeared to spark within the surgery. Device diagnostics were performed before and after the surgery, and all results were returned within normal limits. The new generator was not turned on after the surgery. The day following surgery, the patient was reportedly still receiving erratic stimulation. In a clinical visit with the treating physician, system diagnostics were performed and were within normal limits. The treating physician did not yet have an assessment on the reported perception at that time. It was clarified that the physician had originally planned not to disable the previous generator, but he ultimately decided to disable the device from the patient's request. The patient¿s vocal cords were also reported to be normal. A subsequent appointment showed that device diagnostics were still within normal limits, and the data reportedly showed that no stimulation had been provided. The device was turned on at that time. The device history records for the patient¿s lead, the previously implanted generator, and the newly implanted generator were reviewed. It was found that all specifications were met prior to distribution for all three devices. No additional pertinent information has been received to date.